Event description:
When changing samsung phone (broken glass) to a new samsung phone which is used to control my daughter's omnipod 5 app, not able to log into omnipod 5 app on new phone. Had to convert diabetes management to omnipod controller thus requiring my daughter to carry two devices to school for diabetes management. Insulet states they know there is an issue with the app but they have not warned customers that if they upgrade to new samsung device they will no longer be able to control their omnipod 5 with their new phone. Insulet has been unable to provide an expected fix date.